Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during a peripheral procedure, the 3.0 x 30 mm trek dilatation catheter was advanced into the patient anatomy. An attempt was made to inflate the balloon; however, it was noted that the balloon did not inflate at all and it was thought that there was a hole in the balloon; however, no contrast was seen coming from the device. The trek dilatation catheter was removed from the patient anatomy without difficulty and a second same device was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.